Event description:
Same case as MDR ID# 2134265-2014-05406. It was reported that myocardial infarction occurred. In (B)(6) 2013, the patient presented with chest pain. In (B)(6) 2013, the patient was admitted to the hospital. Angiography revealed 90% in-stent restenosis in a non-bsc stent in the right coronary artery(rca) and a totally occluded left anterior descending artery(lad). Treatment of the totally occluded lad was difficult to perform. A 3.0x16mm promus element plus stent was deployed to the distal rca and a 3.5 x 23mm non-bsc stent was deployed overlapping the restenosed non-bsc stent. Residual stenosis was 0%. The patient was discharged with no symptoms of chest pain. In (B)(6) 2013, the patient presented with chest pain and breathing difficulty. Angiography revealed 90% stenosis in the distal left circumflex artery which was treated with a 3.0x18mm non-bsc stent. In (B)(6) 2014, the patient presented by ambulance with orthopnea. An electrocardiogram revealed st depression and the patient was diagnosed with old myocardial infarction. The next day angiography revealed 50-75% in-stent restenosis of a non-bsc stent in the rca. Total occlusion at the proximal lad was also confirmed. It was decided that the patient would be re-examined in six months. In (B)(6) 2014, antiplatelet agent was changed to only complavin and the patient was discharged.

Manufacturer narrative:
Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).